Manufacturer narrative:
D3 (manufacturer fax) has been omitted from initial mw. Ppae (ischemia): the root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
Clinical review/rationale: an impella cp was inserted via right femoral artery in a 79 year old female for high risk percutaneous coronary intervention. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage e. On day 1 of support, after transfer to the intensive care unit, the patient's bilateral lower extremities were mottled, cold, and without dopplerable pulses. The 14fr peel away sheath was left in the right groin site. On day 2 of support, the patient expired. Limb ischemia and death are known risks associated with impella cp as described in the instructions for use.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in e1, g1 and g4. Upon review, it was identified that these were inadvertently omitted from the initial report.